Event description:
It was reported that the pacemaker exhibited loss of capture and the electrogram (egm) showed low grade deflections reminiscent of minute ventilation (mv) oversensing. The patient was in an escape rhythm with a temporary pacing wire being placed. The pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker exhibited loss of capture and the electrogram (egm) showed low grade deflections reminiscent of minute ventilation (mv) oversensing. The patient was in an escape rhythm with a temporary pacing wire being placed. The pacemaker system remains in service. No adverse patient effects were reported.